Manufacturer narrative:
The definitive root cause could not be determined.

Event description:
It was reported that the device did not stop. There was no medical intervention, surgical delay or adverse consequences as a result of this event.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Device not yet returned to manufacturer.

Event description:
It was reported that the device did not stop. There was no medical intervention, surgical delay or adverse consequences as a result of this event.